Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during anterior cervical fusion, the tip of the driver broke off into the unknown screw head. The unknown screw was removed and replaced. There were fragments generated from the broken device. The surgery was completed successfully with 2 minutes surgical delay. There was no patient consequence. Concomitant device reported: unknown screw (part#unknown, lot#unknown, quantity 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupant: synthes sales rep. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the tip of the driver broke off into the screw head. The screw was removed and replaced. There were fragments generated from the broken device. The surgery was completed successfully with 2 minutes surgical delay. Concomitant device reported: unknown screw (part#unknown, lot#unknown, quantity 1) . This complaint involves one (1) device. This report is 1 of 1 for (B)(4).